Manufacturer narrative:
This event is now reportable for serious injury.

Event description:
Additional information received from the healthcare provider (hcp) reported that the patient is having their implant removed as it is not working and causing discomfort. The patient was not happy with therapy and the surgery will likely take place in the next 1 to 2 weeks following date of additional information.

Event description:
The consumer reported that her implantable neurostimulator (ins) did not work anymore 2-3 years prior to report. The patient did not have the patient programmer (pp) with her at the time. The patient was told if she removed it, she would die so she might leave it because she was old. She had not seen the health care professional in years. Her indication for use was urinary dysfunction/ sacral nerve stim. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.